Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for rocker was conducted identifying that lot number 1003k was released in a single batch. Batch1: lot qty of (B)(4) units were released on 01 dec 2003 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a spinal fusion procedure, the tip of the rocker fork broke off when surgeon attempted to reduce the polyaxial expedium screw to the rod. The broken piece was removed without incident and disposed of. The procedure was successfully completed without any surgical delay. There was no patient consequences reported. Concomitant device reported: polyaxial expedium screw (part# unknown, lot# unknown, quantity unknown); rod (part# unknown, lot# unknown, quantity unknown). This report is for one (1) rocker. This is report 1 of 1 for (B)(4).